Manufacturer narrative:
D10 concomitant product: sm-691, sm-691 biosyn 4-0 und 75cm c13 x36 (serial # (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the reduction mammoplasty, the thread was unusual after the first three or four stitches in the subcutaneous suture, then the needle came loose from the thread. The issue occurred on two sutures. Another same suture from the same lot number was then used to resolve the issue. Surgery time was minimally extended and nothing fell into the patient's body. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a suture and needle. The needle was returned disengaged from the suture. Under microscopic inspection, instrument marks were noted near the swaged end of the needle. It was reported that the thread was unusual after the first three or four stitches in the subcutaneous suture, then the needle came loose from the thread. The issue occurred on two sutures. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the customer is advised to always hold the needle in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.